Event description:
Patient ID: (B)(4). It was reported that on (B)(6) 2022, the patient presented with ischemic ulceration and a percutaneous peripheral intervention on the anterior tibial artery, moderately calcified lesion was performed. Pre-dilatation was performed, successfully delivering and inflating an armada 14 catheter balloon, without an issue reported. Following, two xpert pro stents were successfully delivered and implanted. On (B)(6) 2022, 3cm proximal to the target lesion, and both xpert stents were occluded with thrombus. There was no device malfunction, and no revascularization was performed. The event required additional hospitalization. The patient remained in stable condition. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of thrombosis is listed in the xpert pro peripheral self-expanding stent system instructions for use as a possible complication. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other xpert pro device, referenced is filed under a separate medwatch report number. The xpert pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2022 the patient underwent upper leg amputation. No additional information was provided regarding this issue.

Manufacturer narrative:
A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.